Event description:
Additional information received reported that the health care provider was handling the lead monofilament with a laparoscopic grasper. In doing so, the monofilament compromised such that when the attached needle was placed through the silicon suture disc the monofilament frayed. The lead had to be replaced with a new one. No harm or issues to the patient occurred due to replacing the lead.

Event description:
All further follow-up regarding MFR. Report #(B)(4) will be conducted in this chain of reports.

Manufacturer narrative:
(B)(4). Analysis of the lead, serial # (B)(4), found the monofilament suture was broken from overstress and damage. The material was split and stretched.

Event description:
It was reported the gastric lead had split.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown. Product type: implantable neurostimulator. (B)(4). (B)(6).